Event description:
Patient spouse stated two v-go's fell off on (B)(6) 2019. Spouse stated that 1st one applied fell off within minutes of application and applied a new v-go that fell off in the shower, after 4 hours of wear. Patient discarded both of those v-go's.